Event description:
The account reported that the head end brake casters were engaging but not holding. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found that the head end brake casters are worn most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head end brake casters to resolve the issue. Based on this information, no further action is required.